Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during a mcl repair that the distal tip of the customer's screw and washer driver handle broke off inside the head of the screw during insertion. The screw was only half way inserted into the bone tunnel so it was easily removed. The sales rep confirmed no metal was left in the patient joint space. The surgeon completed the procedure with another like device and another same type screw in the same bone tunnel. There were patient consequences reported. The procedure was delayed for approx. 1 minute. The sales rep reported that the bone tunnel was not re-prepped.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. It is a possibility that excess off-angle pressure was applied cauding it to break. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for similar failures, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.